Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a titanium adapter connection issue which caused peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient's titanium adapter disconnected from the patient¿s transfer set. It was reported that the patient ¿reconnected using proper technique¿ (no further details were provided). Subsequently the patient experienced peritonitis. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, intraperitoneally for three weeks (dose and frequency not reported). At the time of this report, vancomycin therapy was ongoing. On an unreported date, the patient¿s transfer set and titanium adapter were replaced. At the time of this report, the peritonitis event was resolving, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 2 involved in this event.